Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) was confirmed. Upon investigation the monitor failed incoming functionality testing and displayed a service code 102 (charge profile faults). The cause for the failure was isolated to a damage c19 capacitor on the defibrillator pca. The capacitor leads were broken from the pads and pulled off the board. The root cause for the damage c19 capacitor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving a service code 102 (charge profile faults).